Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a secondary intervention was performed with heli-fx endoanchors implanted to treat the endoleak. A follow up scan is planned 30 days post the secondary intervention to determine whether the event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that on an unknown date, a follow up CT scan identified an unknown type endoleak with sac enlargement. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: catalog # etlw1624c82e, serial # (B)(4), use by date: 2018-06-13 and upn# (B)(4), catalog # etlw1624c93e, serial # (B)(4), use by date: 2018-05-19 and upn# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.